Manufacturer narrative:
(B)(4). Explant date: not applicable; lens remains in the patient's eye at the time of submitting the MDR. Concomitant medical products: vistagel, lot no. 401179. (B)(6). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that on (B)(6), 2015 the patient complained about ''floaters'' in the right eye during 15 days and an important ocular inflammation. The patient had chronic endophthalmitis. Visual acuity pre-operative: 20/80; visual acuity post operative: 20/20. Medical intervention was treatment with vigadexa hour/hour. On (B)(6), 2015 a vitrectomy was performed washing the anterior ''camara'' and capsular bag with vancomycin 1 mg/0,1 ml. A bacteriological culture was collected. The patient is getting better. There was no delay in the procedure and the cataract surgery was performed without complications with a duration of 08 minutes. Bacterial culture was negative. No further information was provided.

Manufacturer narrative:
A review of the manufacturing records for the intraocular lens were completed. A review of production order was performed. The manufacturing process record was evaluated and no non-conformances or deviations were present. The units were released according to specification. A review of the sterilization record was performed and did not identify any non-conformance reports that were associated with this sterility lot. The sterilization lot record found that the lenses were within specifications at release. The manufacturing record review showed that the product was manufactured and released according to specifications. No product deficiency was identified in the record reviews. The lens met specification prior to release. Labeling review the directions for use (dfu) were reviewed. The physician is provided with proper usage instructions and guidelines and warnings. Some conditions that may contribute to the reported complaint include that physicians considering lens implantation under any of the following circumstances should weigh the potential risk/benefit ratio. Surgical difficulties at the time of cataract extraction, which may increase the potential for complications (e.g., persistent bleeding, significant iris damage, uncontrolled positive pressure or significant vitreous prolapse or loss). A distorted eye due to previous trauma or developmental defect in which appropriate support of the iol is not possible. Circumstances that would result in damage to the endothelium during implantation. Suspected microbial infection. The dfu advices the physician to evaluate the potential risks for the implantation, amongst which is inflammation and the loss of visual acuity in certain patients. The dfu adequately provides precautions and instructions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.